Event description:
Surgeon attempted to remove blake drain from pt and it broke off leaving portion of drain inside incision from cholecystectomy. Portion of drain remaining in pt had to be surgically removed. Since incident occurred several days post-op, all device packaging was discarded and product info couldn't be obtained.